Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed premature eol/rrt characteristics. The device was in vvi mode at 60 ppm with measured battery data of 2.26v, 153ua, 1.4 kohms.